Manufacturer narrative:
Concomitant: product ID 3888-28, lot# l30899, implanted: 1993-(B)(6), product type lead. Product ID 7495-66, serial# (B)(4), implanted: 1993-(B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient had a revision in the past where the lead was removed from their spinal cord and placed peripherally. The lead was in their upper arm. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.